Event description:
The article, "transcatheter mitral valve-in-valve implantation with a new transcatheter heart valve for bioprosthetic degeneration", was reviewed. This research article is a prospective multicenter study that presents a case study of a patient implanted with an 27mm mitral epic valve on an unknown date. The patient had degenerated mitral bioprosthesis, developed mitral regurgitation grade 4. It was reported that 11 years post implant a valve in valve was performed with a non-abbott valve (23mm j-valve). During the valve in valve post dilatation occurred. The pre peak/mean transvalvular gradient was 19mmhg/8mmhg and the post peak/mean transvalvular gradient was noted as 12mmhg/7mmhg. Mitral regurgitation post valve-in-valve was noted as one. The article concluded transcatheter implantation of the j-valve system in high-risk patients with mitral bioprosthetic dysfunction was found to be a reasonable alternative and associated with good short-term outcomes. The primary author of the article is (B)(6) md, department of cardiac surgery, (B)(6) hospital, (B)(6), with corresponding author (B)(6), md, department of cardiac surgery, (B)(6) hospital, (B)(6), with email: (B)(6) related manufacturer reference number: 3005334138-2022-00196, 3005334138-2022-00197, 3005334138-2022-00198, 3005334138-2022-00199.

Manufacturer narrative:
As reported in a research article, 11 years after implant of an epic valve the valve was replaced due to regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.